Event description:
It was reported that during revision of competitor primary, the flexible osteotome broke at the base where the ridged and flexible parts meet.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding fracture of a flexible osteome instrument was reported. The event was confirmed. Method & results: device evaluation and results: the osteotome blade fractured in overload caused by the application of a bending load. Medical records received and evaluation: not performed as no medical records were received. Device history review: not performed as lot ID information was not provided. Complaint history review: not performed as lot ID information was not provided. Conclusions: the investigation concluded that the device fractured in overload due to excessive bending forces being applied to the device during use. No material or manufacturing defects were observed of the returned device. The surgical protocol for the gray revision instrumentation system provides guidance on how to properly use the instrumentation. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during revision of competitor primary, the flexible osteotome broke at the base where the ridged and flexible parts meet.